Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report #: 3004608878-2022-00248. A facility reported that the mayfield composite skull clamp (a3059) and the mayfield base unit (a3101) was used for cranial stabilization during a "suboccipital craniotomy for tumor." The surgeon was positioning the patient in prone into skull clamp and preparing the surgical field when a clicking sound was heard but it was not clear where the sound was coming from. The surgeon felt that the screw was not tensioning adequately and that it slipped during procedure. This resulted in a 4cm laceration from the skull pin to the rear of the patient's skull which was closed with sutures. After the case, the surgeon commented that the screw had again come loose in its tensioning. Surgery was delayed for 15 minutes.

Event description:
N/a.

Manufacturer narrative:
The mayfield composite series base unit, standard (a3101) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: evaluation found no device deficiencies that would have contributed to the reported complaint of "slippage." Unrelated to the complaint issue, the handle was too tight, and the transitional knob required a higher force to properly lock. These unrelated issues needed basic preventive maintenance from routine use. Root cause: the complaint is not confirmed via inspection of the unit. Probable root cause of the reported complaint is improper or suboptimal placement of the mayfield system. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.